Manufacturer narrative:
(B)(4). Device evaluated by MFR: received product consisted of a promus element monorail stent delivery system (sds) and stent. The balloon was tightly folded with the stent positioned between the markerbands. The balloon and stent appeared to have been bent/kinked 6 mm from the proximal edge of the stent. Multiple stent struts on the distal end of the stent were bent distally. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion and the tip damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with a non bsc 2.5x20mm balloon. A 3.00x16mm promus element stent delivery system (sds) was advanced to the lad but was unable to cross the lesion and it was noted that the tip was bent. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage. This product is only (B)(4) approved but it is similar to an approved us device.